Event description:
It was reported via social media that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. Approximately two years post-implant, the patient had a stroke. No additional information is known at this time.